Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that after the customer inadvertently dropped the pump, a malfunction alarm (alarm 5) occurred and the pump was not functional. Customer's blood glucose was 167 mg/dl. Customer reverted to using manual injections for insulin therapy.